Event description:
While attempting to place dobhoff bridle, the magnet on the left side detached and lodged in the patient's nasopharynx. Multiple providers attempted to remove it non-invasively but were unsuccessful. The patient will need to undergo anesthesia to remove, but has elected to leave it in place unless it causes problems. Bilateral nasal cavities anesthetized with a 50/50 solution of 4% lidocaine and 0.05% oxymetazoline on 1/2x3" neuro patties. Bilateral cavities examined with a 0 degree hopkins rod telescope. Mucous was removed from the nasal cavities and nasopharynx with a frazier tip suction. No foreign bodies were identified. FDA safety report ID# (B)(4).